Manufacturer narrative:
This report was initially submitted on (B)(6) 2016 via mail. However, we then received a message from the FDA that all reports then had to be submitted electronically. It took a few weeks to get our production account set up and running which caused the delay in reporting.

Event description:
The IV poles holding pumps fell off its bed mount with a patient connected to it by an arterial line among other things. There were no injuries that we are aware of.